Event description:
In 2002, the spine of a patient was examined with the magnetom impact expert. The spine-array-coil was used. The patient was anesthetized during the examination and was monitored by a tesla plus ECG unit, type eftes03d. Baby ECG electrodes, type 13953 d, from the agilent company were used. After the examination and removal of the ECG electrodes three blisters were found on the patient's upper body.